Event description:
A customer reported experiencing a cgm error 42 with their g6 sensor. The incident had no adverse impact on the customer's blood glucose level. Customer support provided guidance on performing a pump reset, and after completing the reset, the cgm error code did not reappear. The customer then successfully started a new cgm session without further issues.